Event description:
Boston scientific received information that this device system was implanted approximately six months ago. At the three month normal follow-up appointment an infection was suspected. However, it was reported that the patient refused treatment at that time due to travel plans. Approximately one month ago, cardiothoracic surgery was consulted and the patient was placed on triple antibiotic treatment and surgery for either explant or subpectoral implant was suggested. Subsequently, surgical intervention was performed and upon dissecting the pocket a lot of inflamed scar tissue was noted, as well as, turbid exudate; cultures were taken. During the procedure the physician clipped this right atrial lead and so it was then cut and surgically abandoned. The atrial port was plugged and the rest of the system was relocated to a subpectoral placement. Further information was received that an infection was confirmed by cultures. The patient was recently seen in follow-up by the physician and it was reported that the site was healing well. The patient was going to continue on antibiotics for approximately two more weeks and then be seen again. No additional adverse patient effects were reported.

Event description:
Additional information was received that approximately two months after the previous system revision, this entire device system was extracted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.